Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed as high; cause was due to customer not charging the battery resulting in pump shutting down. Customer continued to use the pump for insulin therapy. Customer administered a manual injection to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.